Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. In addition, a data discrepancy was identified, with the elective replacement indicator (eri) date recorded as (B)(6) 2000, while the remote monitoring disabled alert was generated on (B)(6) 2026. Technical services (ts) was consulted and potential causes were discussed. Device replacement was identified as a potential recommendation pending further evaluation of the underlying cause. At this time, this device remains in service. No adverse patient effects were reported.